Event description:
It was reported that pre-operatively, the patient was diagnosed with unstable spondylolisthesis l4-5. The patient presented with severe back and leg pain. Studies showed that he had a blocked high grade myelographic lesion at l4-5 and spondylolisthesis. The following procedures were performed- l4 to l5 posterolateral spinal fusion, l4 to l5 posterior instrumentation with legacy 5.5 titanium with x-10 crosslinks, right illiac crest graft supplemented with infuse, and nim emg monitoring running. Crosslink was placed and bone graft was placed in the lateral gutters spanning the area from l4 to l5 and also infuse was placed into the facet joint with cancellous bone. It was reported that the patient's post-op period was marked by complications such as the need for additional surgery, painful medical treatment, extreme pain, nerve damage, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2006: patient presented with unstable spondylolisthesis l4-5. Procedures: l4 to ls posterolateral spinal fusion; l4 to l5 posterior instrumentation with 5.5 titanium; right iliac crest graft supplemented with rhbmp-2/acs; nim emg monitoring running. Per-op notes: a small dural tear was encountered. This was repaired primarily. Simultaneous to this the bone graft was tubularized in the bmp sponge. We had placed electrodes prior to the case and running emgs were done and they were removed at the end of the case. Crosslink was placed and bone graft was placed in the lateral gutters spanning the area from l4 to l5 and also rhbmp-2/acs was placed into the facet joint with cancellous bone. Patient tolerated the procedure well. On (B)(6) 2011: patient presented with severe adjacent level degeneration with spinal stenosis and instability at l3-l4 above the previous l4-l5 fusion. Procedure: hardware removal l4-l5; inspection of fusion found to be reasonably solid; l3-l4 posterior lateral spinal fusion; l3-l4 posterior instrumentation; left tlif procedure at l3-l4; titanium cage 13 x 30 millimeters, titanium; partial smith-peterson osteotomy on the right for lordosis at l3-l4; extension of instrumentation to l4-l5 with reinforcement of the fusion. An MRI revealed he had developed severe adjacent level degeneration at l4-l5 with severe stenosis and very soft tissue hypertrophy of the ligamentum flavum and facet capsules, etc. Per-op notes: once this was done, surgeon placed 3 milliliters of autograft and 1 milliliters of rhbmp-2/acs anteriorly and then a 13 x 30 millimeter titanium cage was filled with autograft and a milliliter of rhbmp-2/acs, tapped into the disc space from left to right and then rotated around and tapped anteriorly 2 centimeters above the annulotomy. Ap and lateral x-ray showed that the lordosis had been increased 8 degrees, that the cage was in good position and the screws were in good position. The patient was removed from the table having tolerated the procedure well. On (B)(6) 2014: patient presented with severe adjacent level degeneration with spinal stenosis at l2-l3 above her previous l3-l5 fusion. Post-op diagnosis: multiple fragments of herniated disc at l2-l3 further narrowing the canal. Procedure: hardware removal at l3, l4 and l5; explore posterior spinal fusion at l3, l4, and l5, found to be solid; extend the posterior spinal fusion at l2-l3; re-instrument 4.75 titanium from l2 to l3; left tlif procedure; cage 12 x 36 millimeters, titanium; local bone graft combined with allograft combined with a large bmp kit. Per-op notes: simultaneous to this, the autograft that was obtained from the fusion area and also from the decompression was tubularized in along with some allograft in a bmp sponge, large kit 12 milligrams. The patient was removed from the table having tolerated the procedure well.

Manufacturer narrative:
(B)(4).